Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was found to have defective speaker with an open circuit. The speaker was replaced and the unit functioned as designed.

Event description:
Customer reported, "the unit has no sound at all. When powered on, there is no beep." Additional info received: there is no pt incident and will not engage in monitoring; however, preliminary investigation on (B)(4) 2015 confirmed that the unit was able to power on when docked and was able to engage in monitoring activities but there was no audible sound at power on and no audible alarm at alarm condition.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.